Event description:
An electomechanical ambulatory infusion pump was returned to co for service (functional checkup). At the time of the return, there was no report from the customer of a pump malfunction or failure to meet performance specifications. During the functional checkup, a co medical service tech observed a reportable malfunction. The pump failed a delivery accuracy test.